Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that she has been having low blood glucose but did not want to troubleshoot the issue. Customer stated that she does not need to treat. Customer was advised to remain disconnected from the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during displacement test due to jammed motor gear box. The insulin pump was received with cracked reservoir tube lip and minor scratches on lcd window.